Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an arthroscopy using a diamond rasp, the patient experienced a twisting injury to the right knee. A large displaced fragment of lateral meniscus tear was noted on MRI. The patient was treated by conservative management. The issue is resolving.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the documents provided did not give any insight into the root cause of the reported injury. Although, additional details of the conservatory management that was used was requested along with images no information was provided for review. It was noted that the issue has been resolved. Based on the limited information provided a thorough medical assessment could not be performed. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.